Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During procedure, the guidewire became lodged in the lumen of the lead and was unable to be retracted. The lead and non-abbott guidewire were removed together from the patient. The patient was in stable condition following the procedure.